Event description:
Per complaint (B)(4), during the clinical procedure, the implant and driver knuckled. The implant was removed and a new one was placed. Per the complaint, the procedure was completed in the same visit.